Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instruction for use (IFU) general: a health hazard may exist in the case where the novasure procedure is performed in the presence of a thermally and electrically conductive essure micro-insert that is improperly positioned (e.g., perforating the fallopian tube or the myometrium). If this occurs, heat can be drawn away from the intended treatment area toward other tissue and/or organs in contact with the conductive object, which may be sufficient to cause localized burns. As a result, correct placement of the essure micro-insert must be confirmed, e.g. By obtaining the report of the essure confirmation test (ect), prior to performing the novasure procedure. If the report and or ect films are unavailable, the ect should be repeated to confirm correct placement of the essure micro-inserts prior to performing the novasure procedure. (B)(4).

Event description:
It was reported to us on a medwatch report from (B)(6) study #(B)(6), a physician completed a case study novasure endometrial ablation on (B)(6) 2015 and the patient was discharged home. On (B)(6) 2015, the patient presented to the emergency room with "acute onset of abdominal pain". A computed tomography (CT) scan was performed and revealed a "distended stomach and duodenum to the level of the superior mesenteric artery". The patient was "admitted into the hospital with the diagnosis of a small - bowel obstruction. Physician exam was consistent with peritonitis". The physician then performed "exploratory laparotomy with small bowel resection with primary anastomosis due to thermal-type injury and closure of the uterine perforation". The patient "tolerated the procedure well" and was discharged home on (B)(6) 2015.